Manufacturer narrative:
Date of event: estimated date of event. Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined because a specific failure mode was not provided. Although a specific failure mode was not provided, the returned device conditions indicates a posterior needle to cuff miss occurred. However, a conclusive cause could not be determined based on the limited information provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A proglide device was returned to abbott vascular with no reported information. Device analysis showed blood on and in the device. The posterior needle tip was caught in the posterior foot pocket. A device in this condition would not have achieved hemostasis. The account was contacted and no information could be provided.